Event description:
Complainant alleged that medics were transporting a patient with acute myocardial infarction to a larger hospital and attempted to monitor the patient. The device reportedly did not power up. Medics were able to power-on the device after removing the battery from the battery well repeatedly. The medics were then able to successfully monitor the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.